Event description:
It was reported that during an unknown procedure, the staples were not formed properly and the staple line was not complete. There was no patient consequence. Another device of the same product code was used to complete the procedure.